Manufacturer narrative:
The event is currently under investigation.

Event description:
During a peripheral crossover procedure on a patient of unknown age and gender, the 6fr sheath (1820334-2016-00363) fractured during sheath exchange. The physician removed this device and proceeded with the 7fr which also fractured during sheath exchange (1820334-2016-00361; subject of this report ). The physician removed this device from the patient, however it is unclear how the physician completed the procedure. It was confirmed there was no harm to the patient. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an IFU that describes the intended use, specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Upon removal from package, inspect the product to ensure no damage has occurred.¿ visual inspection of the returned device reported the flare appeared to be slightly distorted. The dilator was removed from the sheath with significant resistance, due to what appeared to be dried contrast fluid between the sheath and dilator. The flare size was then tested using an appropriate go no-go flare gauge, and passed, thus confirming the flare size was manufactured to specification. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. It is feasible to suggest that the reported failure mode was caused by the device meeting resistance beyond its intended design. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.

Event description:
During a peripheral crossover procedure on a patient of unknown age and gender, the 6fr sheath (1820334-2016-00363) fractured during sheath exchange. The physician removed this device and proceeded with the 7fr which also fractured during sheath exchange; subject of this report. The physician removed this device from the patient, however it is unclear how the physician completed the procedure. It was confirmed there was no harm to the patient. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence